Event description:
It was reported, the customer had a no delivery alarm during an infusion set change. Customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a fixed prime. Customer was unable to remove their infusion set to examine the cannula at the time of the call. The customer also stated they were able to resolve the no delivery alarm. Customer was advised to monitor the issue. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.